Event description:
It was reported to philips that the device powered off while being used for patient monitoring during transport. Upon powering back up, the device displayed a 'power interrupted inop' message. The customer requested that the device be returned for bench repair. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.